Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and passed. Nordic bluetooth pairing test/download: passed. No data. Bin file analysis: pass. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.